Manufacturer narrative:
(B)(4). No further information concerning this report is available. Additional information was requested. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted with less than a year of use due to an unknown reason. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.